Event description:
Patient reports intermittent skin irritation under dressing. Patient stated an area under dressing near cvc continues to form blisters, then she changes to gauze dressings for awhile; the area clears up but returns after using clear dressings again.